Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that due to the patient's fear of covid-19 the patient missed two follow up visits to the hospital. During that time the patient skipped marcumar treatment without consulting the hospital. The patient recognized a driveline infection at home on (B)(6) 2020. At that point the patient's international normalized ratio (inr) was 1.7. Due to the severe infection, a pump exchange was scheduled and the patient was given IV antibiotics. A pump exchange was performed on (B)(6) 2020 and a temporary rvad was implanted. However, due to worsening physical condition the patient expired in the operating room. Cause of expiration was reported as global sepsis. The newly implanted pump was working as expected without any issues. No log files were provided for the event.